Manufacturer narrative:
(B)(4). Batch # m52x30. Additional information requested and received: the procedure was a lap appendectomy. Surgeon advised he was not able to activate the release button even after using the reverse knife blade switch. When rep saw the product afterwards, it was unlocked and the anvil jaws were open. The ec60a device was received for analysis with no visual non-conformances and with a gst60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, anvil and jaws locked going into the port. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.